Event description:
It was reported that the device was not working properly. There was no patient reported. No additional information was provided.

Manufacturer narrative:
The device referenced in this report has been returned to olympus for evaluation. The evaluation found the teflon pad burned. The out sheath's insulation was loose and buckled. The damage found could be due to the excessive force used during insertion adn withdrawal of the device from the trocar.